Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that none of the stations were communicating, and orders were not crossing. A technical support specialist stated that the case was resolved by hit fixing interface issues. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ es server encountered an issue where patient orders were not transferring to the stations, and all the stations were in critical override mode. This hindered users from accessing the medication, and there was no delay or harm. There were no adverse events or injuries reported based on this incident.